Event description:
A sales representative reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used in a robotic cholecystectomy using ars on (B)(6) 2025, and ¿machine was over pressuring and lost pnuemo during case. Staff struggled to get it back up. Finished case as indicted but I was told they had to switch to standard insufflation.¿. The procedure was completed with the use of an alternate device and a delay of 20 minutes. There was no impact to the patient, whose status was reported as ¿good¿. Further assessment found "the loss of pneumo was sudden and trocars all came out of the patient"; "the unit did not lose power/shut down. The staff and doctors didn't notice any errors on the machine that seemed alarming but randomly lost pnuemo and all gas flow. They admitted they were busy and weren't really paying attention to if the unit was showing any errors."; "no alternate airseal machine was used to complete the case as they switched to use stryker tubing and machine"; and "cases have been done successfully after on the machine". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence. The asm-evac1-bi, bifurcated filtered tubeset with activated charcoal filter device will be listed as a concomitant device. There are no allegations filed against it.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The service history was reviewed and found similar repairs to this complaint. A device history review (DHR) was requested from the manufacturer, and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been a total of 47 reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that < 5 bar/73 psi; if insufflation is started, the warning message ¿change gas bottle!¿ is displayed and acoustic signals (beeps) are emitted. The gas bottle should be changed immediately. If insufflation is stopped, the warning message ¿change gas bottle!¿ is displayed and insufflation cannot be restarted. Smoke evacuation level will switch to low until tank is replaced. While in airseal mode, a countdown of 100 s is displayed during which the empty gas bottle can be changed while maintaining abdominal pressure. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used in a robotic cholecystectomy using ars on (B)(6) 2025, and ¿machine was over pressuring and lost pnuemo during case. Staff struggled to get it back up. Finished case as indicted but I was told they had to switch to standard insufflation." The procedure was completed with the use of an alternate device and a delay of 20 minutes. There was no impact to the patient, whose status was reported as ¿good¿. Further assessment found "the loss of pneumo was sudden and trocars all came out of the patient"; "the unit did not lose power/shut down. The staff and doctors didn¿t notice any errors on the machine that seemed alarming but randomly lost pnuemo and all gas flow. They admitted they were busy and weren¿t really paying attention to if the unit was showing any errors."; "no alternate airseal machine was used to complete the case as they switched to use stryker tubing and machine"; and "cases have been done successfully after on the machine". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence. The asm-evac1-bi, bifurcated filtered tubeset with activated charcoal filter device will be listed as a concomitant device. There are no allegations filed against it.